Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 29-april-2024, it was reported by the patient infusion set was leaking. No further information was available.